Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. No additional event or patient information is available. Data was returned for evaluation, however no calibrations were present to confirm the reported inaccuracy within the investigation window. Confirmation of the complaint could not be determined. The root cause could not be determined.labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).